Event description:
The hospital reported that before the procedure, when the patient was not in the operating room, the new t.w. Power supply that customer received is not working. This was an out of box failure. It is unknown if any troubleshooting steps were taken. Power setting at 3. It is unknown if there was an audible beep from the power supply beep during activation. It was tested in biomedical. There were no attempts to change out the adaptor cable, it wasn't during a case.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: ((B)(6)).

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, e3, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 11/17/2025. An investigation was conducted on 11/25/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply were illuminated, indicating sufficient power was delivered to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did pass the pre-cautery test. Visible steam or heat was produced when the device was activated and a tone was audible from the power supply upon activation. An activation and transection capability test was performed over two (2) repetitions using "max life test method. The device successfully transected tissue two (2) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed. The complaint was confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc. Low current output: 4.0 amps dc +/- 0.05 amps dc. High current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# (B)(4)) and the complaint lab's hemopro power supply test box. The test results were as follows: no load voltage output: 5.49 vdc (passed test). Low current output: 3.93 amps dc (failed test}. High current output: 5.87 amps dc (failed test)the complaint vasoview hemopro power supply passed one of the three output tests. Based on the manufacturing engineering evaluation, the reported failure " failure to deliver energy" was confirmed. A supplier investigation was conducted. Unit passed all functional and calibration tests. Complaint was not confirmed by supplier. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.